Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: dash omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the paramedics were called and provided medical attention due to the patient having hypoglycemia on (B)(6) 2025. The patient could not recall what their blood glucose levels were at the time of the medical event. The patient's blood glucose levels reached 120 mg/dl after medical intervention from the paramedics. Symptoms reported include losing train of thought, fumbling with hands, difficulty speaking, shaking and loss of consciousness. The patient was treated with an intravenous bag of glucose and had a coke.